Event description:
While on pt, with 2 rn's and a rt at bedside, the ventilator stopped working and staff noticed a "fire" smell from the ventilator. The pt was immediately manually ventilated and removed from room. Pt remained stable through out incident. No pt compromise noted.